Event description:
A falsely elevated ctni result of 5.75 ng/ml was obtained on a pt plasma sample. Laboratorian did not follow their procedure for retesting critical values above 1.0 ng/ml, and reported this result to the emergency department. A result of <0.10 ng/ml was obtained from a second drawn sample. The laboratorian retested the original sample and a result of <0.1 ng/ml was obtained. A corrected report was sent to the emergency department. Pt was treated with plavix based on the intitial falsely elevated ctni result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Instrument and sample data were not available for investigation. However, laboratorian indicated a sample integrity issue.